Event description:
The customer stated she was hospitalized for high blood glucose levels, ketones, and dehydration. The infusion set was changed one day prior to hospitalization. The customer stated she had been having problems with bent cannulas and the infusion set that was worn when she was hospitalized also had a bent cannula when it was removed. Troubleshooting was performed and the insulin pump passed the required tests.

Manufacturer narrative:
Currently, it is unknown whether the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.